Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Ascending aortic replacement. On what tissue was the suture used? Anastomosis site between the artificial vessel and native vessel. How was the suture placed, interrupted or continuous? Continuous suturing. The quantity involved is ¿2¿. Please advise if ¿2¿ sutures were involved. The sales rep reported 2 devices. What is physician¿s opinion as to the etiology of or contributing factors to this event the surgeon commented that there was a possibility that this issue was caused by the suture. The following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? What were current symptoms following the index surgical procedure? Onset date? Date of the reoperation. What was the indication for the second surgical procedure? What was the appearance of the suture during the reoperation? Were the suture knots loose? Does the surgeon believe there was an alleged deficiency with the suture related to this event? Other relevant patient history/concomitant medications lot # what is the patient¿s current status? Note: events reported via mw # 2210968-2020-05948, 2210968-2020-05949. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent anastomosis between the artificial vessel and native vessel in (B)(6) 2017 and suture was used. During a reoperation of ascending aortic replacement surgery, it was found that the suture which had been used for anastomosis by continuous suturing 3 years ago has become extremely loose. The surgeon removed the affected suture from the artificial vessel. The surgeon opined that there was a possibility that this issue was caused by the suture. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 09/22/2020 additional information: d10, h6 additional information: d4, h4- the actual device batch number associated with this event is not known. The following could be possible batch number: batch# mdh180, mfg. Date - 4/5/2018; exp. Date - 3/31/2023. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. Additional h-3 summary: three unopened samples of product code 8522, lot mdh180 were received for analysis. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any difficulties noted. Although there is no direct evidence of use error. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.